Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual and photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a non user of the device due to lack of benefit. The recipient's device was explanted due to other medical concerns. The recipient is healing well.